Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: it was reported that the pulse lavage handpiece was broken. The event occurred during surgery. One of their surgeons was using the fan spray tip during a case and the inside tubing with the small green sprayer tip fell out of the hand piece while he was activating it. Please see the attached images: the first image shows the plastic piece that fell out of the hand piece. DHR review: the device history record (DHR) for 00515017500, could not be performed as a lot number was not provided for the reported event. Technical review and physical evaluation: on (B)(6) 2019, it was reported from (B)(6) that one of their surgeons was using the fan spray tip during a case and the inside tubing with the small green sprayer tip fell out of the hand piece while he was activating it. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Pictures were provided by the account, however they do not provide any insight to the reported issue. The reported event can, therefore, not be confirmed. Probable cause/root cause: the root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the pulse lavage handpiece was broken. The event occurred during surgery. One of their surgeons was using the fan spray tip during a case and the inside tubing with the small green sprayer tip fell out of the hand piece while he was activating it. No adverse events were reported as a result of this malfunction.